Event description:
It was reported that prior to procedure; the generator and device did not produce steam. Another device was used but it also would not produce steam. They were able to prime normally and there were no errors displayed, but they would not produce steam. Troubleshooting took place where everything was reset up with both devices but the issue persisted. The sales rep generator was brought in, plugged into a different outlet using the same power cord as the first generator and a srai device was used. Steam was not able to be produced. An error was then displayed indicating to call technical support and to not use the machine. Two procedures were cancelled. There were no patient complications. The patient was sedated when the issue occurred. Generator 1 of 2 (customer generator).

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-54228.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-54228. B5: describe event or problem, correction.

Event description:
It was reported that prior to procedure, the generator and device did not produce steam. Another device was used but it also would not produce steam. They were able to prime normally and there were no errors displayed, but they would not produce steam. Troubleshooting took place where everything was reset up with both devices but the issue persisted. The sales rep generator was brought in, plugged into a different outlet using the same power cord as the first generator and a srai device was used. Steam was not able to be produced. An error was then displayed indicating to call technical support and to not use the machine. Two procedures were cancelled. There were no patient complications. The patient was sedated when the issue occurred. Generator 1 of 2 (customer generator) this event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.